Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 527 mg/dl, current blood glucose was 235 mg/dl, on wednesday woke up and blood glucose was 527 mg/dl, used insulin pump and brought it down to 237 mg/dl at lowest. Gave more insulin. On thursday got up late and dizzy no food and had blood glucose was 327 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as abdominal pain, nausea, headache. Event caused to hospitalization was blood glucose high. The customer was treated with insulin pump and intravenous drip. The customer was still in hospital. The drive support cap appears normal (slightly indented). The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08765 inches. Unit received with minor scratches on case, cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.